Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: correction: d10: the date returned to manufacturer was documented as october 14, 2020 on the initial report. This date has been updated to october 15, 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device would run in the locked position, and was generating heat. It was further determined that the device failed pretest for safety assessment and handpiece temperature assessment. Therefore, the reported condition that the device had abnormally high temperature was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned, and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  The reporter's phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6), that during an unspecified surgical procedure, it was observed that the temperature of the motor device was abnormally high. It was not reported if there were any delays in the procedure due to the event. It was reported that there was a spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.